Event description:
During testing, the information displayed on the screen was shifed up. After passing the left side of screen the screen realigned itself.

Manufacturer narrative:
Initially welch allyn did not consider this a reportable event. However, upon further information, found during the evaluation/inspection of the unit, it was determined that it did not meet the requirements for reporting. Evaluation summary: the evaluation of the device indicates that the display contributed to the reported problem of "screen is shifted up". Even though we were not able to conclusively determine the cause of the failure of the display the most likely cause of the failure is due to a loose connection (e.g. Cracked trace or cracked resistor). The unit's display was replaced. The unit was then tested and found to perform in accordance with its specifications.